Event description:
The pt was revised because of patella laxity due to patellectomy, insert was found worn.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review th device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear or excision of the patella. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.